Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 600 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a manual injection to address the issue and went to the emergency room on (B)(6) 2024 with ketones (amount was not known) identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and manual injections. Customer was discharged the following day with the issue resolved and no permanent damage. Customer updated their settings to address the event. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.